Event description:
A cook mpis-501 micropuncture introducer set guide wire "unraveled" in the pt. The guidewire fragment is located outside of the vessel. It was determined by vascular consult to leave the fragment in the pt unless neuro compromise or abscess develops. Patient has been fully informed.